Manufacturer narrative:
(B)(6). (B)(4). A visual evaluation of the returned device found residues present on the device indicating use and handling of the device. The side car-rx presented pushback out of specification and was torn. The sheath was not kinked, as there were no other issues found. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback and tear. Therefore, the most probable root cause of this complaint is operational context since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure while attempting to insert the device into the common bile duct, the outer sheath of the trapezoid rx basket kinked. The device was unable to be used, and the procedure was completed using another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.